Event description:
It was reported that spinal devices were implanted at l5/s on (B)(6) 2014. The reconstruction/revision surgery was conducted on (B)(6) 2014 since the lumber I/f cage was found to have backed out. It was also found by the x-ray that two expedium single inner set screws had loosened which may have caused the cage to back out. No samples are being returned for evaluation as the products were implanted in the patient again. The following mfg medwatch reports are being filed for the two set screws that had loosened and the cage that had backed out: 1526439-2014-11561 ¿ expedium single inner set screw; 1526439-2014-11562 ¿ lumbar I/f cae; 1526439-2014-11563 ¿ expedium single inner set screw;

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device re-implanted in patient.